Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to difficulties to deflate the device. All components were removed and replaced with a new ipp. There were no patient complications reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to difficulties to deflate the device. All components were removed and replaced with a new ipp. There were no patient complications reported.